Event description:
The hosp reported that they had a 14 mo old pt with degeorge syndrome on a ventilator. The circuit configuration was a sims vvc attached to a bird 15mm trach adapter. The pt turned blue and went into cardiac arrest. They were unable to remove the sims circuit bifurcated wye from the bird 15mm adapter. They had to remove the trach tube in order to resusitate the pt. Reported no harm to pt.